Manufacturer narrative:
Product event summary: 693165 lead. A proximal portion of the lead was received measuring 24 cm. The overlay tubing of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular lead had oversensing and noise due to lead insulation damage near the connector. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
.